Event description:
According to the facility during a procedure the bovie tip 'arced' and the patient was burned and required stitches on their lip.

Manufacturer narrative:
According to the facility during a procedure the bovie tip 'arced' and the patient was burned and required stitches on their lip. The sample was returned and a thorough evaluation was performed. A definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.